Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and the therapy connector parts information to repair the device. Follow up with the reporter found that the customer is implementing physio's recommendations to resolve the reported problem. However, several attempts to follow up with the customer on the conclusive resolution of the problem was not successful.

Event description:
During a user test, it was reported that the device gave the "connect test plug" message and failed to detect the paddles connection thru the therapy connector. There was no patient use associated with the event.